Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported 'will not power on' during the device check in was confirmed. As received, the pcu was failed to power on. The failure mode was isolated to the logic board part number tc 10008452, serial number (B)(4). The vcc3.3v_in circuitry was failed to turn on. Conclusion: defective logic board is the main cause of report 'will not power on' during the check in process. Rework: recommend replacing logic board. The logic board was removed for further failure investigation. Disposition route to service for normal process. (B)(4). Replaced logic board and compact flash card. Front case replaced due to broken mounting screw insert. Battery pack replaced due to wrong part number (tc10010669) replaced with m2 battery pack (tc10010920).